Event description:
Livanova deutschland received a report that a centrifugal pump, used in an essenz console, was allowing the cardioplegia pump and cerebral pump to turn while the arterial clamp was closed and no arterial flow was present. As long as there were revolutions on the centrifugal pump they would both turn. The stop links were all visible on the essenz cockpit and were still linked to the level, pressure and bubble alarms. Only once the pump has been turned off and on, it seemed to be linked appropriately. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz system. The incident occurred in (B)(6) united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.